Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a lead fracture due from flipping in the pocket and had a return of symptoms. An intervention was required to replace the lead. The healthcare provider (hcp) attempted to remove fractured lead but in the attempt to bring it back to midline, the lead broke and the hcp was unable to find the end. No further complications were reported.

Manufacturer narrative:
Upon further review, this device should have been system reported in 3004209178-2020-00841. All further information received about this device will be submitted there. If information is provided in the future, a supplemental report will be issued.